Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5 to treat degenerative spondylolisthesis. It was reported that the patient started suffering from pain after the surgery. The patient underwent a CT scan next day , and it revealed that right l5 screw perforated. The patient underwent a revision surgery the following day because the patient developed leg paralysis. The screw was repositioned in the revision surgery. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. The lots that were used are part # g86747545, lot 0154251w, expiration date 05-03-2019; lot 0181047w, expiration date 10-14-2019 . This part is not approved for use in the united states; however, a like device catalog # 86747545, 510k # k042025 was cleared in the united states. The manufacture date for lot 0154251w is 04/11/2011; the manufacture date for lot 0181047w is 09/23/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.